Event description:
The pump was returned to the manufacturer after removal by a funeral home representative. The cause of death and relationship of the death to the implantable pump was not reported. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.